Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer chose to turn the pump off. After the customer turned the pump on, the pump was able to charge successfully and the power source alert did not recur.